Manufacturer narrative:
Article citation: starr, matthew r., et al. Endophthalmitis following minimally invasive glaucoma surgery. Ophthalmology, 2021. Crossref, doi:10.1016/j.ophtha.2021.06.004. Implant date: implant dates were between october 1, 2015 to july 1, 2020. The events of endophthalmitis and exposure are addressed in the labeling. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
The following article endophthalmitis following minimally invasive glaucoma surgery." Noted patient developed endophthalmitis 18 months following xen¿45 gts implant that was associated with a conjunctival xen exposure. Treatment was provided intravitreal injection of vancomycin and ceftazidime. Device remains implanted. This is the same literature article reported under MFR report # 3011299751-2021-03039 (allergan complaint # pr (B)(4)) and MFR report # 3011299751-2021-03040 (allergan complaint # pr (B)(4)). This MDR is being submitted for case #8.